Event description:
It was reported that the bolus history was missing information, and did not reflect recent boluses that were delivered. The customer's blood glucose level was 221 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.